Event description:
It was reported a patient underwent an orthopedic procedure on an (B)(6) 2023 and barbed suture was used. The suture which snapped. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? - unknown. Was procedure successfully completed? - unknown. Were fragments generated? - unknown. If yes, were they removed easily without additional intervention? - unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: - unknown. Is the patient part of a clinical study - unknown. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. No consequences to patient. No product is available for return. Note: events reported on: mw# 2210968-2023-06812. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.